Event description:
Per sales rep the trocar ring snapped off while the surgery was going on. The rep took the replacement trocar out from another set and finished the case.

Manufacturer narrative:
Investigation is in process, but not yet complete.